Manufacturer narrative:
No product problem detected. Product evaluation isn`t possible. The implant is still in the sinus floor. The patient doesn`t want to remove the implant although the doctors advise. Deficiencies in patient evaluation, preoperative diagnostics and treatment planning can cause implant loss. The surgical part of the implant restoration must be preceded by a comprehensive patient evaluation, preoperative diagnostics and treatment planning. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant was found in the sinus floor 7 months after implantation. Implant is still in the sinus floor.